Event description:
A response was received from the patient regarding their complaint about implant wasn't holding charge long as it used to, trying different programs didn't impact battery depletion or therapy benefits, and if they turned up settings too high, they'd get zapping sensations. Patient reports their controller would not charge, so they took out battery, put it back in, and it was working again, and they add they had to do this a couple of times. Patient reports they charged their controller to 100%, and when they work up in the morning and unlock their controller it had gone down to 80%. Patient reports the manufacturer replaced the charging paddle, but it didn't seem to make a difference. Their issue has not been resolved yet and they will schedule an appointment to reprogram.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt felt their ins wasn't holding a charge as long as it used to, for "at least 6 months, or more;" mentioned yesterday ins was at 70% and today was at 40%. Pt said they tried different programs, but felt that didn't impact battery depletion or therapy benefits much. Pt denied turning up settings and mentioned if they turned up settings too high they'd get zapping sensations. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed some factors that could impact battery drainage and advised pt could meet with a rep to try reprogramming some settings to see if they could get the battery to last longer between charges. Pt was hard to hear during parts of the call.